Event description:
It was reported that the patient with this implantable lead had exhibited infection. A revision was performed and the crt-d, along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. In addition, this previously capped lead remained capped. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5169796, mw5169797.

Manufacturer narrative:
Combination product: yes. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.